Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient's symptom control was okay for seven months and then all of a sudden the urine stopped over this past weekend. They have increased setting twice, last time last night. Patient was redirected by their healthcare professional (hcp) office to contact the manufacturer. Agent did not ask about the circumstances that led to the reported issue. Reviewed therapy information and general programming guidance. Patient to monitor symptoms and if doesn't notice any improvement in one day to consider making another adjustment. Patient was redirected to contact hcp office and speak to nurse for medication direction regarding monitoring and treating retention. Patient services agent did call patient back to ask about any contributing factors and patient said that they take cannabidiol (cbd) due to scoliosis and did increase dosage over the weekend. They have been taking cbd for a year (after received implant) and said that in the past did increase dose and then lowered dose and as stated up just recently increased dose as pain due to scoliosis has become worse. Redirected patient to follow-up with pain doctor for any recommendations for managing side effects of cbd and interstim doctor as well.

Event description:
Additional information was received and patient stated that the issue has resolved and that they changed program on 2020-10-26. And that the used of catheter was not their standard of care. No further complications were reported / anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.